Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Cracked case at display window corners, minor scratched lcd window and missing end cap sticker noted.

Event description:
Customer reported insulin is squirting out during the manual prime process on her insulin pump. Customer's blood glucose is 189 mg/dl. She stated that her device is alarming. The device was not bumped or dropped prior to the alarm. Customer stated the drive support cap is sticking out a little bit. She has not pressed the cap while connected. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.